Event description:
It was reported that pump touchscreen was often unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up, and no troubleshooting steps, corrective actions, or additional details were obtained.